Event description:
Customer medwatch (B)(4) reports that the tip of the (codman) needle driver (no product number) was broken during an abdominoplasty. All pieces were retrieved. The tip of the needle is coated with a sliver of titanium grips to hold needles. This small sliver of metal is what came off and was recovered. On (B)(6)-2010, x-ray read negative for retained pieces. On (B)(6) 2010, customer reports via phone that there was no patient injury. On (B)(6) 2010, customer e-mail reports "instruments such as these are generally discarded." They further report they "do not know the make or style of the needle driver in question."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.